Event description:
It was reported to philips that the image processing pc (ip-pc) did not start successfully. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and found that the system was unable to boot up. Upon troubleshooting, it was found that after deleting some old examinations, the customer also had a low free space warning, and the image processing pc (ip-pc) was not completely booting in normal mode. The fse reloaded the software, but the issue persisted. To resolve the issue, the fse has raised a quotation, but the quotation was not accepted by the customer, and found the system was operational. The codes were updated based on the investigation outcome.